Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit due to a glucose level of 416 mg/dl. Customer was treated with unspecified intravenous fluids and insulin. Reportedly, an occlusion alarm and altitude alarm had occurred. The customer was not outside of labeled operating range when the altitude alarm occurred. The customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to obtain additional information, however, a response was not received.